Event description:
During a coronary drug eluting stenting treatment procedure, the stent was damaged. During the procedure a 2.75x32mm taxus express2 drug eluting stent could not cross a lesion located in the left anterior descending artery. The stent was unable to cross after pre-dilation. It was noticed that the stent came out of the patient with the struts raised. The procedure was completed with a 2.75x20mm taxus express2 drug eluting stent. No patient complications were reported.